Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pet lock was separated, and the pusher assembly and pull tube were fractured on the proximal end of the pusher assembly. This damage was likely due to the detachment attempts during the procedure. Further evaluation revealed that the pull wire was retracted out of the distal fractured segment of the pusher assembly, the embolization coil was detached and not returned for evaluation, and the introducer sheath had an ovalization. This damage was incidental to the reported complaint. The root cause of the detachment issue during the procedure could not be determined. Evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a test fixture and performed within specification. The handle was then used to detach a demonstration pod coil without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a pod pc into the target vessel using the microcatheter. However, after multiple attempts the physician was unable to detach the pod pc using the handle. The physician then attempted to manually detach the pod pc by breaking the proximal portion of the pusher assembly as well as separating the black alignment zone on the proximal end of the pusher assembly but was unsuccessful. It was reported that after attempting to manually detach the pod pc, the vessel thrombosed. Subsequently, when the physician attempted to pull the pod pc back into the microcatheter, the pod pc unintentionally detached. Therefore, the physician flushed the detached pod pc into the target vessel using saline. The procedure was completed at this point and no additional coils were needed. There was no report of an adverse effect to the patient.